Event description:
Repair request initiated for device with the report of lock or adjustment ring sticking. No patient impact was reported. Repair request escalated to product event due to customer indication that this report is a complaint and on evaluation due to detached bearings. On follow up it was reported that there is no patient or staff impact.

Manufacturer narrative:
H3: product analysis : evaluation determined that the distal bearing is detached. The likely cause of failure is tube worn. It was also noted not working properly, laser markings are partially illegible, the painted color ring is faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.